Event description:
Information was received indicating that this cadd ms3 pump was beeping and later it would shut off. The patient received remaining infusion via back-up pump. It was reported that the infusion being delivered was life-sustaining. There were no known adverse effects to the patients due to the reported event.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found with rear housing damaged. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional test were performed. The customer's reported problem was verified. During investigation the pump was inspected and during power up, error code 121 displayed on the screen. According to the investigation, the error code 121 is indicating a problem with motor encoder. Further investigation of the pump determined that a faulty motor is the root cause of the issue. Therefore, the motor will be replaced. The problem source of the reported problem is unknown.